Event description:
Hold ag 6.17.22the customer reported the image from the subject device disappeared prior to an unspecified procedure. The procedure was completed with a similar device. The subject device was sent to olympus for evaluation. During inspection and testing, error code e218 (scope error) and error code b31 (scope communication error) were displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing found there was no image displayed with error code e218 (scope error) and error code b31 (scope communication error). In addition, there was staining on multiple parts of the device and there were scratches on multiple parts of the device due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to specify the country. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image loss could not be determined. However, it is possible it could have been caused by a defect of the image sensor, or failure of the video connector board, or system issue. Olympus will continue to monitor field performance for this device.